Manufacturer narrative:
The complaint was not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. The date is the date adc received this complaint.

Event description:
A caller called adc on behalf of the customer reporting the test doesn't start after sample is applied and customer was not able to get a reading since (B)(6) 2011. The caller further reported as a result of being unable to test, customer had a stroke on (B)(6) 2011 while walking out of the bathroom. The customer reportedly fell on the floor at home, passed out, but did not know what happened as far as symptoms, however, she does believe that her medical event happened due to the meter not working. The customer was in intensive care for a few days and had to go to physical therapy for a few days before leaving the hospital. Per customer, during her hospitalization, she was treated with several (unspecified) medications and was diagnosed with "high blood sugar." There was no report of death or permanent impairment associated with this medical event.